Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. It was reported that the stent delivery system (sds) failed to cross due to the anatomy and the sds became stuck, resulting in reported failure to advance. When attempting to remove the sds from patient, resistance was noted and the device kinked. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported issues. Additionally, it is possible that manipulation of the sds, when resistance was encountered, contributed to the reported kink. Based on the result of the complaint investigation, there is no indication of a product quality issue with the respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the distal right coronary artery (drca) with mild calcification and moderate tortuosity. The 3.5x33 xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to cross due to the anatomy and the sds became stuck. Therefore, the sds was removed from the patient and resistance was also noted. After, removal, a kink was noted approximately 15cm from the tip of the sds. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another xience stent was used to complete the procedure. No additional information was provided.